Event description:
Philips received a complaint on the dfm100 device displays a cross. There was reportedly no patient involvement. The rse evaluated the device remotely. It was determined that this was a malfunction of the therapy pca which was replaced, the rse requested the customer to reactivate the automatic printing of the operating test and made the error message disappear as well as the red cross and the audio beep. Under the rse's supervision the customer performed an operating test, which went well, but the automatic printing was not activated. Regarding the analysis of the logs, it seems that a handling error during the operating test generated the red cross and the error message. The device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was most likely the use error. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.